Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced the generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The unit was returned for failure analysis and the reported failure (error c-34) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. C-34/c-00/m-31 errors are in error log.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer stated that they had no monopolar power and the erbe generator displayed an error fault. The customer received phone assistance from the technical support engineer (tse). Tse reviewed the logs and found repeated c-34 error faults. The customer had already power cycled and the error would come back at power up of the erbe generator. The customer had no activation cable for the force triad generator and all other systems were in use. The customer would finish this case without monopolar energy. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use with nothing out of the ordinary noted. System functionality was checked upon powering on the system and there were no errors. The procedure was completed with no injury to the patient. The customer was able to use a force triad generator to get through the remaining cases of the day.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) has been returned and evaluated by the original equipment manufacturer (OEM). During the initial investigation, a c-34 error was generated on startup. Troubleshooting led to a malfunction on the high frequency (hf) generator printed circuit board (pcb). Once replaced, the mentioned error ceased.